Event description:
It was reported that the ventilator had an issue with supply of o2. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the technician's statement, the customer reported that the o2 flow was insufficient during ventilation. The device was repaired by the user himself. There was no on-site visit by our technician. No more information was provided and it is impossible to know what was the cause of the issue. Insufficient o2 supply pressure may lead to too low o2 concentration delivery to the patient. There are two main reasons for too low reading of o2 concentration: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). Unfortunately, the device's logs were not available, no further analysis has been possible. As the cause of the issue was not provided, the cause could not be determined.